Event description:
The rtpr indicated taht atrial noise was present on filtered iegms, and there was a loss of atrial sensing (probably due to atrial noise) was set to 0.1 mv or 0.25mv. At 0.4mv the device behaved appropriately, tracking p waves. A ram dump and a backup reset was performed, but atrial noise presisted at 0.1mv and 0.25mv but was not present at 0.4mv.